Manufacturer narrative:
H3, h6: a 50mm bhr head was returned for evaluation (part number 74121150, batch obscured). It was reported that, after a bhr surgery performed on an unspecified date, a revision was performed on (B)(6) 2024 in order to replace the 50mm bhr femoral head row to a 240 redapt and bhr dual mobility head with 28 +4 ox head. The reason of the revision surgery and the health status of the patient is currently unknown. Visual inspection of the returned device was performed. The device is still connected to a large amount of bone. When the device was received it was covered with white mold. Image 1 (attached) taken with diffused light shows the bearing surface of the head where fine scratches were observed. A clear wear patch can not be seen visually on the bearing surface of the head. An unknown screw was observed imbedded into the bone that was still attached to the bhr head (image 3 attached). Wear of the head could not be measured due to excessive bone tissue remaining attached to the returned bhr. As not lot/batch numbers provided a search of similar events related to the lot or batch also cannot be performed. If further details are provided at a later date, this task will be reopened. A complaint review was performed using part number and the reported failure mode to evaluate patterns of repeated failures or defects in a timeframe of 12 months prior to the date in which the incident was reported. 1 other similar complaint have been identified for the part number and the reported failure mode in this timeframe, and this failure will continue to be monitored.. Device history review task could not performed as effort to obtain a lot/batch/serial number have not been successful. Should the lot/batch/serial number become available later then the DHR task will be reopened and completed. Review of the product IFU found adequate warnings and precautions in relation to the alleged failure modes. A risk management review was performed. No additional risks were identified as result of the reported event as no particular issue was noted. Therefore the alleged failure modes and associated risks have been anticipated within the risk file and the anticipated risk level is still adequate. A review of historic quality escalations was performed. Following the review, no prior applicable escalation actions were identified. A clinical evaluation was performed. It was reported after a bhr implantation on an unknown date, the patient had a revision 9-aug-2024. The photos were reviewed and are aligned with the visual inspection. It is noted, visual inspection showed the device still connected to a large amount of bone. On the bearing surface of the head fine scratches were observed, and an unknown screw was observed imbedded into the bone that was still attached to the bhr head. However, as of the date of this medical investigation, supporting clinical/medical documentation has not been provided. Therefore, no clinical root cause for the revision could be confirmed. The patient impact beyond the revision cannot be determined. Based on the returned device and available information, a probable root cause could not be established and our investigation remains inconclusive. The device will be retained. Based on this investigation the need for corrective and preventative action is not indicated.

Manufacturer narrative:
H3, h6: a 50mm bhr head was returned for evaluation (part number 74121150, batch obscured). It was reported that, after a bhr surgery performed on an unspecified date, a revision was performed in order to replace the resurfacing femoral head 50mm. The reason of the revision surgery and the health status of the patient is currently unknown. Visual inspection of the returned device was performed. The device is still connected to a large amount of bone. When the device was received it was covered with white mold. On the bearing surface of the head fine scratches were observed. A clear wear patch can not be seen visually on the bearing surface of the head. An unknown screw was observed imbedded into the bone that was still attached to the bhr head. Wear of the head could not be measured due to excessive bone tissue remaining attached to the returned bhr. As not lot/batch numbers provided a search of similar events related to the lot or batch also cannot be performed. If further details are provided at a later date, this task will be reopened. A complaint review was performed using part number and the reported failure mode to evaluate patterns of repeated failures or defects in a timeframe of 12 months prior to the date in which the incident was reported. 1 other similar complaint have been identified for the part number and the reported failure mode in this timeframe, and this failure will continue to be monitored. Device history review task could not be performed as effort to obtain a lot/batch/serial number have not been successful. Should the lot/batch/serial number become available later then the DHR task will be reopened and completed. Review of the product IFU found adequate warnings and precautions in relation to the alleged failure modes. A risk management review was performed. No additional risks were identified as result of the reported event as no particular issue was noted. Therefore, the alleged failure modes and associated risks have been anticipated within the risk file and the anticipated risk level is still adequate. A review of historic quality escalations was performed. Following the review, no prior applicable escalation actions were identified. A clinical evaluation was performed. It was reported after a bhr implantation on an unknown date, the patient had a revision (B)(6) 2024. The photos were reviewed and are aligned with the visual inspection. It is noted, visual inspection showed the device still connected to a large amount of bone. On the bearing surface of the head fine scratches were observed, and an unknown screw was observed imbedded into the bone that was still attached to the bhr head. However, as of the date of this medical investigation, supporting clinical/medical documentation has not been provided. Therefore, no clinical root cause for the revision could be confirmed. The patient impact beyond the revision cannot be determined. Based on the returned device and available information, a probable root cause could not be established, and our investigation remains inconclusive. The device will be retained. Based on this investigation the need for corrective and preventative action is not indicated.

Manufacturer narrative:
Internal complaint reference: (B)(4). H3, h6: this complaint was opened by smith+nephew to document a patient complication reported that includes reference to the use of a smith+nephew product without evidence about a specific product problem. The reported complication relates to known inherent procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to confirm a relationship between the reported event and the device or identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that, after a bhr surgery performed on an unspecified date, a revision was performed on (B)(6) 2024 in order to replace the 50mm bhr femoral head row to a 240 redapt and bhr dual mobility head with 28 +4 ox head. The reason of the revision surgery and the health status of the patient is currently unknown.

Manufacturer narrative:
D4: updated.